Event description:
It was reported that the right ventricular [rv] lead and atrial lead had high thresholds. It was later reported that the rv lead had no capture and the device had no output. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. It was visually noted that there appeared to be apparent explant damage. (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the inner insulation was kinked/buckled and the tubing was torn. The helix/lob was distorted/bent, and there was blood in/on the helix/lobe mechanism. The lead was stretched and visually it was noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead and atrial lead had high thresholds. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.